Manufacturer narrative:
The subject device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported through the olympus call center that treatment tools were not properly reprocessed. The items were gas sterilized at the facility's autoclave setting of 136 degrees for ten minutes. The customer was informed of the potential for cross-contamination if an unsterilized treatment tool is used through a high-level disinfected endoscope. No further customer contact information was provided, therefore, additional information regarding this event cannot be obtained. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, there was no indication regarding the equipment. Gas sterilization is performed at the discretion of the customer. Therefore, it is most likely that the equipment was not the cause. The root cause of this reported event could not be determined. Olympus will continue to monitor field performance for this device.